Event description:
A malfunction alarm with code malf 12 was reported, and it was determined that the fault was resettable. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support assisted the customer in resetting the pump, but the malfunction code persisted. Consequently, support decided to replace the pump. The customer planned to use multiple daily injections as a backup therapy and was guided on putting the pump into storage mode. They were also instructed to return the malfunctioning pump using a prepaid label within ten days.